Event description:
On (B)(6) 2010, the pump was filled with 27 cc. The pt experienced return of pain in september. The pt reported no falls or trauma associated with the event. The pump did not move around in the pocket. On (B)(6) 2010, the pt was at the clinic. The expected reservoir volume (3.4 cc) was greater than the actual volume (27 cc). There were no pump alarms. The pump logs showed "no logs" in between the last refill and the date of the current visit. No diagnostic studies had been done. Troubleshooting was recommended. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).